Event description:
It was reported that the customer was hospitalized with an elevated blood glucose (bg) of 427 mg/dl due to incorrect time being set. Customer was treated intravenously with fluids of saline and insulin. During troubleshooting with tandem technical support, the customer corrected the time. Customer was released on (B)(6) 2021.

Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Device not returned.